Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient had an infection at the lead incision site. The system was removed and the patient was hospitalized and given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient continues to be under medical supervision.